Event description:
On behalf of the customer, the conmed representative reported issues with the round bur, medium carbide 3mm, lot 1179602, recently experienced by peak one surgery center on (B)(6) 2021. Information received indicates the bur head broke off of bur while being used on bone. No patient injury, delay of case 3 minutes to find broken pieces and was replaced with a working bur. This happened at peak one surgery center with dr (B)(6). It is indicated there was no impact or injury to the patient. The procedure was successfully completed with a 3 minute delay by using another bur. Additional information received notes the procedure was harvesting distal radius bone graft. The device had been in use under 1 minute. Weitlaner was the closest instrument to the bur but not touching. Nothing unusual about the bone or anatomy was noted. The conmed bur guard product #1375-12, was not placed on the high speed drill before using the bur. The additional information received does not impact the reporting determination. This report is still being raised on the basis of malfunction with potential for injury upon reoccurrence, as although the pieces were removed, they did fall into the patient.

Manufacturer narrative:
H11: d9 corrected date of device receipt. H10: the investigation of the customer's reported issue finds it to be confirmed based on evaluation of returned device. Visual examination of the returned bur found bur carbide head detached from the shaft. Examination was confirmed per bur, round, 8 flute, 3.0 mm, design documents. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Also, per the IFU, the user is advised that it is the surgeon's responsibility to be familiar with the appropriate surgical techniques prior to use of the equipment and its associated accessories. Do not use equipment if, upon receipt, package is opened, damaged, or shows any signs of tampering. Continually check handpiece for overheating. If overheating is sensed, immediately discontinue use and return for equipment service. Overheating of the blade, bur or wire may cause damage to the blade, bur or wire and may cause burns or thermal necrosis. Always inspect for bent, dull or damaged blades or burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device in question has been received by conmed and has entered into the evaluation process. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues with the round bur, medium carbide 3mm, lot 1179602, recently experienced by (B)(6) center on (B)(6) 2021. Information received indicates the bur head broke off of bur while being used on bone. No patient injury, delay of case 3 minutes to find broken pieces and was replaced with a working bur. This happened at peak one surgery center with dr ¿v¿. It is indicated there was no impact or injury to the patient. The procedure was successfully completed with a 3 minute delay by using another bur. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence, as although the pieces were removed, they did fall into the patient.